Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. No unexpected low battery alarms noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received missing end cap sticker, cracked case at display window corners, broken battery tube threads, and with minor scratches on lcd window.

Event description:
The customer reported via phone call that he was changing his site and the plunger was not screwing into the reservoir. It was pushing but not screwing in. The customer had issues the insulin pump's battery. Customer's blood glucose level was 80 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.